Event description:
The user facility reported that during a unspecified colonoscopy procedure, the users experienced a complete loss of image. The procedure was completed using a different device. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing, however, no add'l info was provided. The device referenced in this report was returned to olympus for eval. The eval confirmed the users report of image difficulty. The unit displayed a color bar pattern, and there was no endoscope identification data transmission. Switch four was not working. The device was extensively fluid invaded, with fluid found inside the bending section, control body, electrical connector, endoscope connector, and electrical connector. There were scratches on the objective lenses. There were four broken light guide bundles. Switch #4 was not function. The cause of the image difficulty was attributed to fluid invasion. The cause of the fluid invasion could not be conclusively determined, however, as the device passed leak testing, user handling is likely. This report is being submitted as medical device report in an abundance of caution.